Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. A leak test failed due to a battery compartment leak. The pump had no audible or vibratory features. The display screen remained blank. The attempt to download the pump history and the black box was unsuccessful. The pump cover was removed and there was evidence of internal moisture found on the printed circuit board or internal components. Unrelated to the original complaint, the battery compartment was found to be cracked on the side at the threads. The returned battery cap had stripped threads and was unable to attach to the pump. A test battery cap was able to carefully attach to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.